Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note: the serial number for the device is unknown, therefore the date of manufacture is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A customer reported that her adc blood glucose meter turns off after a sample is applied to the test strip. As a result of this issue the customer was unable to test, and on (B)(6) 2016 she experienced symptoms of dizziness, and self-treated with juice. The customer further reported that at 19:30 on (B)(6) 2016 she experienced symptoms of "dizziness, fast heartbeat, strong headache", and self-presented to a hospital. She was diagnosed with hyperglycemia and treated with 10 units of rapid acting insulin and an intravenous solution.